Event description:
It was reported the patient had difficulty breathing and chest pain. He went to the emergency room. The cardiologist told him he had a myocardial infarction (mi) and did not know the cause of the mi. The patient was concerned that the device may have contributed to the mi and questioned the manufacturer's representative about the possibility of the battery leaking. The patient had not used the device in the past 2-3 years and had been implanted for 10 years. The patient stated his tremor had returned, although it was not very severe. The patient was unable to write due to the tremor. The patient had not seen an hcp regarding his device and potential relationship to the mi. Additional information received from the hcp indicated they had not seen the patient since 2001 and was not a current patient.